Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo revision procedure.

Manufacturer narrative:
Correction to initial MDR field.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices was not returned to bsn as those were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo revision procedure.